Event description:
It was reported that during the attempt to implant the right ventricular (rv) lead the tip would not extract. Multiple attempts were made to extract the tip however extraction was not possible. The rv lead was removed, and replaced with another lead. Upon withdrawal an attempt to extract the rv lead tip was unsuccessful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.